Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty cycler, fmc cassette, and the serious adverse event of sepsis. The etiology of the sepsis is unknown; therefore, causality cannot firmly be established. Given the anonymous reporting of the serious adverse events, an inability to obtain additional information precluded a more comprehensive investigation. The risk for sepsis is significantly increased in patients with esrd, largely due to the patient¿s compromised immune system and other associated comorbid conditions. Based on the information available, the liberty cycler and fmc cassette cannot be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse events. However, given the lack of information (e.g., definitive causality, treatment data, medical records), the liberty cycler and fmc cassette cannot be excluded from having a possible causal or contributory role in the serious adverse events.

Event description:
Fresenius became aware (via a customer experience survey) this anonymous patient was diagnosed with sepsis. No additional information was provided during intake. Knowledge of the sepsis was obtained from a customer experience survey in which the patient chose to remain anonymous. As such, written or telephonic follow-up was not possible.